Manufacturer narrative:
Reporter phone number (B)(6). B3-date of event is estimated.

Event description:
It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. The ipg was deemed inoperable, and patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Effective therapy was restored post operatively.

Manufacturer narrative:
The report that the ipg was revised due to eol (end of life) was confirmed. Analysis and a longevity calculation of the returned device confirmed the battery depletion was normal and due to usage and the ipg logs show the device declared eri (elective replacement indication) and eol.